Event description:
It was reported that the patient needed to have a magnetic resonance imaging scan (MRI) and had the device system removed. The device was not replaced. Add'l info was requested.

Manufacturer narrative:
(B) (4).